Event description:
It was reported that the pt underwent a surgical procedure in 2007, for the treatment of uterine prolapse, cyctocele, and rectocele. The pelvic floor repair device was surgically placed into the pt. It was reported that following the surgery, the pt experienced multiple complications, including formation of scar tissue, inflammation, dyspareunia, loss of proper bladder function, and neurologic compromise to her structures and tissues. No additional info is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 08/28/2009. Loss of bladder function. Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.